Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. They were all optiview. The problem is the new duckseal. It's too short and collapses when the pressure gets too high. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that before a gastric bypass procedure, had trouble with trocars leaking. They changed to applied trocars, and had no problem. Surgery was prolonged 30 minutes. There was a longer time for patient in anesthesia. There were no adverse consequences for the patient.